Event description:
As reported, a f5.2 145° 110cm super torque pigtail catheter hub cracked at the bub when attached to a syringe. The procedure was completed using a new device of the same product code¿an f5.2 145° 110cm super torque pigtail catheter. There was no reported injury to the patient. The device was stored appropriately in the lab and showed no damage to the packaging upon inspection. It was removed from the packaging by the hub with no anomalies noted at that time. The damage was discovered during preparation, prior to patient use. The device was not used in the patient. It was prepped according to the instructions for use (IFU) without any difficulty. The intended access site was radial artery. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a f5.2 145° 110cm super torque pigtail catheter hub cracked at the bub when attached to a syringe. The procedure was completed using a new device of the same product code¿an f5.2 145° 110cm super torque pigtail catheter. There was no reported injury to the patient. The device was stored appropriately in the lab and showed no damage to the packaging upon inspection. It was removed from the packaging by the hub with no anomalies noted at that time. The damage was discovered during preparation, prior to patient use. The device was not used in the patient. It was prepped according to the instructions for use (IFU) without any difficulty. The intended access site was radial artery. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, a f5.2 145° 110cm super torque pigtail catheter hub cracked at the bub when attached to a syringe. The procedure was completed using a new device of the same product code¿an f5.2 145° 110cm super torque pigtail catheter. There was no reported injury to the patient. The device was stored appropriately in the lab and showed no damage to the packaging upon inspection. It was removed from the packaging by the hub with no anomalies noted at that time. The damage was discovered during preparation, prior to patient use. The device was not used in the patient. It was prepped according to the instructions for use (IFU) without any difficulty. The intended access site was radial artery. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 18485995 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ could not be verified as the device was not returned for analysis. The exact cause cannot be determined. Without the return of the device for analysis and with the limited additional information provided, it is difficult to ascertain the root cause between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Do not expose to organic solvents. Do not use with ethiodol¿ or lipiodol¿ contrast media, or other such contrast media which incorporates the components of these agents. Do not exceed maximum pressure rating printed on product label and hub. Failure to abide by the warnings in this labeling might result in damage to the device coating, which may necessitate intervention or result in serious adverse events.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.